Event description:
It was reported that the right ventricular lead could not be extended during the implant procedure. The lead was not used and a new lead was implanted successfully. The patient was stable throughout the whole procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found. The damage found was sustained during the surgical procedure.